Manufacturer narrative:
The probable root cause of the reported event can be attributed to a hall sensor error on the sterile adapter of the universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. This usm was returned for failure analysis, and the reported 23087 and 23008 errors were confirmed but not replicated. In logs, the 2308 and 23008 errors were found indicating sensor fault on the carriage axis 7 and 9, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed where a relevant testing was passed within specification. Once testing was completed, the carriage was inspected, and no faults could be identified.

Event description:
It was reported that during a da vinci-assisted ileocecal resection surgical procedure, the instrument tip on universal surgical manipulator (usm) 2 turned about 90 degrees after insertion. The technical support engineer (tse) recommended removing the instrument, reseating the sterile adapter, and reinstalling the instrument, but the issue did not resolve. The instrument was then moved to usm 1 with no issues. The tse reviewed multiple 23087 and 23008 errors on usm 2 (encoder, slipped disk) and advised that usm 2 would need to be checked by the field service engineer (fse). The customer planned to proceed with the case using a three-arm configuration and would not continue to use usm 2. The procedure was completed with no reported injury.